Event description:
Case was a femoral derotation osteotomy over a nail of the patients left femur. Patient is a 17 year old, 98kg male. The canal was prepared and reamed in normal fashion. The osteotomy was scored using a 4.3mm drill bit. The nail was then implanted normally and without incident. Surgeon had a difficult time attempting to complete the osteotomy over the nail while using a large amount of force. It was noticed that the targeting guide had loosened during this process. Imaging then revealed what appeared to be a deformation of the proximal tip of the nail. The surgeon determined that he should remove/replace the nail. The nail was easily removed from the patient and targeting guide removed. Once the nail was removed and inspected, bending of the proximal tip was noticed which did seem to cause the nail to loosen from the guide. A new nail was then placed and osteotomy created as expected and without further issue.